Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Electrodes 2 and 6 were noted to be displaced from their original positions. Spline b was noted to be stretched and corrugated just distal to electrode 6. In addition, electrode 6 was noted to be bent at its proximal end. Electrodes 2 and 6 read as open circuits. Dissection revealed conductor wires 2 and 6 had been fractured proximal to the weld joints, consistent with the open circuit detected and the reported signal issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured conductor wires is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a displaced electrode.